Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the right side cross brace is bent and also ledged this may have occurred during airline travel.